Event description:
A caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the process. After resetting, the cgm error did not recur, and the caller successfully started their sensor session.